Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the implant when the patient was returned to the hospital ward, the leadless implantable pulse generator (ipg) device exhibited intermittent pacing failure. The physician was unable to determine that the deployment was unsatisfactory. The device was reprogrammed off, and the chronic system, which remained in implanted, was turned on again. A reoperation will be performed. The patient¿s hospital stay was extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this is one of two events related to this implantable product. Please refer to regulatory report number 2182208-2018-02212, which was submitted in a timely manner on 2018-12-06. Referenced article: ¿retrieval of a micra transcatheter pacing system in a heart with a preexisting lead.¿ indian pacing and electrophysiology journal 18 (2018) 183e184 doi.org/10.1016/j.ipej.2018.05.001. If information is provided in the future, a supplemental report will be issued.